Event description:
On an unknown date, the pt started using super poligrip (dental). In 1998, the pt died. The cause of death is unknown and it is also unknown if an autopsy was performed. There is no further information available. The customer refused to provide additional information.